Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole event description: device started misfiring repeatedly even when pulled plastic to plastic. The clip would not come out and then would eventually fall out. Surgeon was able to eventually get the device to work and used it to complete the case. Additional information provided by [name] on 15may2024 via email event date 5/3 - made aware on 5/6 closing of the clip the handle was squeezed plastic to plastic with the intention of firing a clip onto the cystic duct. However, when the handle was released. No clip had been delivered. 1 clip fell out post misfire 2 clips experienced the reported event. Patient status: no patient injury. Intervention: device eventually worked.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Event description: device started misfiring repeatedly even when pulled plastic to plastic. The clip would not come out and then would eventually fall out. Surgeon was able to eventually get the device to work and used it to complete the case. Additional information provided by [name] on 15may2024 via email. Event date 5/3 - made aware on 5/6. Closing of the clip the handle was squeezed plastic to plastic with the intention of firing a clip onto the cystic duct. However, when the handle was released. No clip had been delivered. 1 clip fell out post misfire 2 clips experienced the reported event. Additional information provided by [name] on 06jun2024 via email "clip was no longer available for return. It was thrown away by the evening cleaning crew at some point in the process." Patient status: no patient injury. Intervention: [device] eventually worked.